Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported when using the bd microtainer® contact-activated lancet that the cap was disassembled when it was removed. This event occurred two times. The following information was provided by the initial reporter. The customer stated: ¿the customer's verbatim report about two defective products is that the cap was disassembled when it was removed.¿

Event description:
It was reported when using the bd microtainer® contact-activated lancet that the cap was disassembled when it was removed. This event occurred two times. The following information was provided by the initial reporter. The customer stated: ¿the customer's verbatim report about two defective products is that the cap was disassembled when it was removed.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2022-10-19. H.6. Investigation summary: bd received 2 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for disassembled cap was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of disassembled cap was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode disassembled cap. Bd determined that the root cause of the indicated failure mode was the tab cap was not assembled during the assembly process.